Manufacturer narrative:
One sample device was received in used conditions without original package. The reported issue was confirmed during functional testing when device cuff would only inflate partially when air was passed into it. Although a review of the manufacturing device history records found no non-conformances in the reported lot, the investigation attributed this issue to an assembly problem during the device's manufacture. Trends related to the identified issue are currently being monitored and corrective actions will be implemented where necessary.

Event description:
It was reported that during the pre-use testing the trach balloon would not inflate. It was thought to be defective. The second device had the same issue. The staff pulled the third off the shelf, due to same lot number, and removed from stock unopened. No injury reported. ((B)(4) represents the first item. (B)(4) represents the second item, (B)(4) represents the third item.).

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.